Event description:
Customer's sister-in-law reported that the customer was hospitalized due to low blood glucose levels. The blood glucose level was 19 mg/dl. Customer's sister-in-law reported the customer had been hospitalized a week proir to event due to low blood glucose levels. Customer experiencing low blood glucose for four to six weeks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.